Manufacturer narrative:
Concomitant medical devices: boston crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The right ventricular (rv) lead and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.